Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a routine follow-up, oversensing of farfield atrial signals was observed. Insulation damage was suspected. The lead was damaged during explant and will not be returned.